Event description:
It was reported by the rep the device was used during laparoscopic spine. It was reported the surgeon was using a 350l trocar and the diaphragm ripped. During the procedure, he was making a lot of device changes to the trocar port and it tore. He then replaced the trocar with another 350l. There was no consequence to the patient.